Manufacturer narrative:
Device evaluation summary: five (5) photos were received from the account. The photos show the device post attempted deployment of the graft. It appears attempts were made to deploy the graft in-vitro given the gap between the graft and stent stop. A slight bend is visible on the graft/graft cover. The cause of the deployment/expansion issue could not be determined based on the photo review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40 mm abdominal aortic aneurysm. It was reported during the index procedure, after deployment of the main stent body, the ipsilateral endoprosthesis was placed in the appropriate place. The blue external slide control of the delivery system was turned and the conical tip raised however the graft cover would not deploy. The system was removed from the patient and reviewed by the physician who elected to implant a different limb (etlw1613c156ee) to ensure no patient harm. The procedure was successfully completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.